Manufacturer narrative:
Product not returned for evaluation.

Event description:
Patient reported experiencing elevated blood glucose of 148-390 mg/dl on 9/10/2006. He indicated that he administered boluses to address the issue. Patient stated his normal blood glucose range was 138-140's mg/dl. He reported feeling bad and throwing up as a result of the elevated blood glucose level. Patient stated on 9/11/2006, at 8:11 am, his blood glucose level was 210 mg/dl. He administered a 2 unit bolus to address the issue. At 10:00 am, his blood glucose level was 311 mg/dl. Patient administered a 5 unit bolus to address the issue. He disconnected from the tubing and successfully primed 3 units of insulin. He stated he believed the issue was caused by a kinked cannula. On 10/9/2006, patient stated his blood glucose levels returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.